Manufacturer narrative:
On (B)(6) 2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was noticed several (4) tears in both views. In the anterior aspect, three (3) shell wear were found and a tear (d) was accompanied in one of them measuring approximately 0.25 cm. By the other hand, in the posterior aspect three (3) tears was discovered measuring approximately 0.2 cm (a), 0.5 cm (b) and 0.2 cm (c) respectively. Also an area of siltex cracking was detected in the posterior view. Microscopic examination was performed to the tear c and no evidence of instrument damage was observed. No other anomalies weer discovered. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices and shell wear defect suggests in-vivo folding or creasing of the device. These may be the result of the continuous and sustained stresses to the device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: bilateral breast deflation, and ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent unspecified breast surgery with a 225cc mentor siltex round moderate profile and was presented with bilateral breast deflation, and ptosis. As a result, the devices were explanted, and replaced with catalog number 3501751bc; serial number (B)(4) on the left and with catalog number 3501751bc; serial number (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s left-sided device.